Event description:
During testing, the customer reported that the device displayed the white screen upon power on and the service indicator was illuminated. This is an indicative of a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control's further device testing at a later time verified the reported white screen lock up failure. Physio replaced the user interface pcb to stack flex cable and programmed system pcb assemblies to resolve the failure. The device was repaired and returned to the customer after confirmation of proper device operation through functional and performance testing. Further evaluation of the removed assemblies at the failure analysis center found a temperature sensitive ic chip, u61, on the system pcb assembly that caused the intermittent lock up failure. In addition, broken pads on p31 of the interface pcb to stack flex cable resulted an intermittent turning on and off failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported white screen that indicates a possible lock up problem. Physio will complete other unrelated failures and confirm proper device operation through functional and performance testing. The device will be repaired and returned to the customer for use. A conclusive cause of the reported problem could not be determined.